Manufacturer narrative:
Sections with additional information as of 25-oct-2021: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-021: improper technique of obtaining or applying blood sample.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). Daughter-in-law is calling on behalf of the customer. Customer was not aware if she is anemic or if her hematocrit is low. The test strip lot manufacturer¿s expiration date is 05/18/2022 and open vial date was not disclosed. During the call, a blood test was not performed by the customer. The product is not stored according to specification (kitchen). The customer did not have another vial of test strips that had been stored and handled correctly. The customer feels well and did not report any symptoms. Customer had sought medical attention on the day prior to call, (B)(6) 2021. Daughter-in-law stated customer was not able to obtain a blood glucose test result, was experiencing symptoms and that she had been taken to the ER. Customer had been feeling dizzy, cold, weak and had a headache at the time. Customer had been given orange juice prior to going to the ER. At the ER, customer was diagnosed with hypoglycemia. Customer did not receive any medical treatment at the ER; customer was monitored and discharged five hours later. Customer was advised to follow-up with her doctor.